Event description:
Pt. Sustained intertrochanteric left hip fracture after falling at home. Pt. Underwent left hip pinning on 6/23/00. Three months post-op pt. Was readmitted with a two day history of pain. Pt. Noticed something snap in the hip while walking at home and has had pain in the left hip and difficult weight bearing since then. X-ray films shows that two unknown screws of the tube and plate had broken. In addition, a new fracture of the greater trochanter with proximal migration by icm and the two distal screws of the plate had broken and the plate lifted off the femur by 1 cm. Distally. The sliding hip screw backed out a couple of cm. The surgeon's assessment: the construction appears stable and the fracture of the greater trochanter, though painful, will not require surgery.